Event description:
In 2003, the patient suffered a fall. No other details were made available. A month later, the patient was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. The patient's device was explanted. The patient was reimplanted with another clarion device.